Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii "string was falling apart." A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question. The hospital was unable to provide any additional details on the event.